Event description:
Pt was sedated and vent settings changed for wob, pt was not getting volumes, pt was then was bagged because o2 sats dropped, however the bag malfunctioned and pt was placed back on vent while a nurse ran and got a new bag, I received new bag and proceeded to bag the pt, md came over and took over bagging. Pt recovered. Pt placed back on vent with new settings. Spoke with rcp (respiratory care practitioner) involved and with mop (mother of patient). Rcp described having to troubleshoot and assess the patient's ventilator while patient was also desaturating. The patient's team, np and rn, requested to manually ventilate patient and rcp handed them the manual resuscitator bag. There was a perceived problem with the bag even though the bag had wall flow and all parts were functioning. After the event, the rcp and nursing tested the same bag and it worked. From my assessment of the event, the rcp and the rest of the team could have used the emergency self-inflating manual resuscitator that is hanging on the ventilator instead of running out of the room to get a new bag. The rcp is familiar with the bedside manual resuscitator and used if frequently with the patient previously but did not do a good job quickly switching from managing the ventilator settings to the manual resuscitation needs. I believe this event can be attributed to user error and not to a supply defect. - xx, rc clinical manager. The bag functioned prior to the event and after the event. User error is assumed to be the problem not the bag. This event had minimal temporary harm.